Event description:
It was reported that the itrak 3500p system does not recognize that transmitter/receiver are present. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the ifb (universal interface) board. The ifb was replaced and the system functioned as intended. System was returned to service.